Manufacturer narrative:
During inspection and testing, the reported issue (insufficient air/water supply) was confirmed and found to be caused by clogged nozzle. The foreign material could not be removed from the nozzle; therefore, the material could not be identified. It was confirmed the nozzle was not deformed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited insufficient air/water supply. The reported issue occurred while reprocessing the subject device, prior to a procedure. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received regarding the customers reprocessing steps. It was reported the customer followed the reprocessing steps according to the instructions for use. The customer flushed water and air to the air/water channel by using the air/water channel cleaning adapter, and the scope was pre-cleaned immediately after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.